Event description:
The patient was implanted with a herniamesh t-sling on (B)(6) 2008. Many years later the patient has suffered hernaturia, painful staph infection, dyspareunia, tampon usage, erosion, perforated bladder, and emotional distress. No further information has been provided.